Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that due to waking up with a blood glucose (bg) level in the low 400's (mg/dl), the contact alleged that the bolus requests were intermittently not being delivered. Reportedly, the contact disconnected from the site and requested multiple bolus requests, but did not observe insulin exit from the end of the infusion set tubing. The pump screen displayed that the bolus was being delivered and the insulin on board (iob) reflected the bolus amount that had been delivered. Troubleshooting was performed with tandem technical support and verified that no alarms had been declared, and that the bolus history was being accurately displayed. Additionally, no insulin was observed to be leaking and the customer was following the proper labeling instructions. An additional bolus was requested and the contact successfully observed insulin exit from the end of the tubing. However, the contact maintained that there was an issue with the delivery of insulin. A supply change was performed and an additional bolus was requested and observed to be successfully exiting from the end of the tubing. The contact reported that the pump was functioning as intended.